Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller observed intermittent loss of atrial capture. It was also noted "there was atrial capture followed by intrinsic ventricular conduction," but in some instances the caller did not observe p-waves following atrial pacemaker output. The lead remains in use. No patient complications have been reported as a result of this event.